Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer replaced half height 3.2 drawer controller board. Performed hardware test application gets passed and station does not shut off while working on station, the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3.2 continues to fail for pockets b6 and c3 and displays a ¿device not on bus¿ error. The customer also reported that the device intermittently shuts down to a black screen and then automatically reboots. The customer stated there was no delay to the patient's workflow. However, there were no adverse events or injuries reported based on this event.